Event description:
A ventilator was returned to the manufacturer for service and failed a step during testing. The device was not in pt use. The device eval has not yet been completed by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.